Event description:
It was reported that an ilet device screen was cracked, and the user could not unlock the screen. Symptoms included no clinical symptoms. Outcomes included no clinical impact. Investigation included remote troubleshooting and education. Investigation of this case revealed physical damage to the display consistent with a broken or cracked screen that impaired normal operation. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.